Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation procedure. During the insertion, physician had just gone transeptal with the versacross steerable. The versacross was exchanged for the faradrive sheath and when removed the dilator and wire, physician noticed that fluid was leaking out of the back of the valve. A new sheath was requested and reinserted the versacross pigtail wire and exchanged the faradrive sheath for the new one. The procedure was completed successfully.. No patient complication was reported.